Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate the reported complaint; however, it was confirmed as having occurred via review of the system logs. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed errors pointing to the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The issue occurred three and a half hours into the procedure. Due to the reported issue, the surgeon made the decision to convert to traditional laparoscopic surgery. There was no report of patient injury or harm. A field service engineer (fse) was dispatched to the site and replaced the mtm to resolve the reported issue. The system was tested and verified as ready for use.